Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that x-ray showed that this right ventricular (rv) lead had moved. Sensing and impedance measurements looked good. Additional information obtained from the field which indicated that the patient will have a follow up as scheduled. As of this time, the lead remains in service. No adverse patient effects reported.